Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 20 mg/dl. The customer stated that she did her first infusion set change and manually primed while connected to the infusion set. Nothing further was reported.